Event description:
Device 1 of 2. Ref MFR report #: 1627487-2013-00076. It was reported the pt (B)(6) experienced tingling and muscle spasms following a (B)(6) 2012, procedure to explant and one of her occipital leads (off-label) due to migration and subsequent erosion (ref MFR report #s 1627487-2012-00767 and 1627487-2012-00775). Further interrogation found that the pt has again experienced lead migration. Surgical intervention to address this latest issue is pending. Since it is unknown which of the pt's originally implanted leads is impacted, both are bing reported for this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.